Event description:
It was reported that the patient's pump was removed in (B)(6) 2005 during spinal fusion surgery. The catheter had dislodged from the intrathecal space and following surgery she experienced a spinal headache for 12 weeks. The patient was given blood patches, however, nothing seemed to help. The spinal headache eventually subsided. The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).